Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line and downstream occlusion. This occurred during an unspecified process step with a nitroglycerin set in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H6 and h10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.